Event description:
It was reported by service report that the fowler drifted down, the scale was not working and the mattress was worn. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Gas spring, mattress cover, load cells.